Manufacturer narrative:
The investigation is still pending, this supplemental sent with teco date 12/16/2020. An additional supplemental will be sent when the investigation results are completed.

Event description:
It was reported that there was a keypad issue. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case with keypad with inoperable buttons. Performed pm. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/31/2018 to present date 01/14/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1120033 pcu unresponsive keys.

Event description:
It was reported that there was a keypad issue. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a keypad issue. There was no patient involvement.